Manufacturer narrative:
Product analysis the device was inspected and the same label with label on both the front and the back of the device a syringe with water was connected to the proximal port indicated on the label and the proximal balloon inflated a syringe with water was connected to the distal port indicated on the label and the proximal balloon inflated a crack was observed on the other port and the distal balloon never inflated water was observed leaking from the port with the crack medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A physician was using a mo.ma ultra for treatment of an unknown lesion in the common carotid artery. The IFU was followed. The degree of vessel tortuosity was weak. It was reported the mo.ma ultra was inserted after preparation. The balloon of the external neck did not inflate when it was attempted to expand; upon confirmation, the balloon of the entire neck was expanded. When the seal on the hand was checked, the port matched the external neck region. When expansion was attempted at the port of the common neck balloon, the balloon of the external neck expanded, physician decided to use the device as is. The procedure was completed successfully.  When the hand part was checked after the procedure, the neck was aligned with the external neck of the contralateral side. It was statedthe same seal was applied when a different seal should have been applied. Concerns for this event leading to an ischemic condition for the patient were expressed. The package insert does not warn that the device should be tested and extended externally during preparation.